Event description:
Pt admitted for percutaneous transluminal angioplasty of renal artery. A 6x10 stent was introduced and advanced into the dilated segment. The stent after deployment was squeezed into the abdominal aorta contained with the wire balloon and the guiding catheter. Since the stent could not be advanced back into the renal artery it was deployed safely in the right aortofemoral graft. The stent was dilated with a bigger balloon and higher pressure.